Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device's display is blank. There was no patient involvement.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was not verified during lab tests. However, capacitor c1410 was missing and there was a dfib error 1000 which was caused by defective metal-oxide semiconductor field-effect transistor (mosfet) gates u1410 and u1204.